Event description:
Boston scientific received information stating, decrease rv impedance. Corrective action-chest xray. Hospital (B)(6), dr. (B)(6). Implant date (B)(6) 2009, event date (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).